Event description:
This case was initially received via regulatory authority ((B)(6), (B)(4)) on 22-feb-2018. This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("on right: rupture under mucous membrane by implant.") In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), adverse reaction ("diverse disorders"), thyroid disorder ("thyroid disorders") and myalgia ("diffused muscular pain"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, adverse reaction, thyroid disorder and myalgia outcome was unknown. The reporter provided no causality assessment for adverse reaction, fallopian tube perforation and thyroid disorder with essure. The reporter considered myalgia to be related to essure. The reporter commented: salpingectomy on left side showed integrity of the tube. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-feb-2018 for the following meddra preferred term: fallopian tube perforation¿ analysis in the global safety database revealed 992 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1800872) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("on right: rupture under mucous membrane by implant.") In a 50-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), thyroid disorder ("thyroid disorders"), myalgia ("diffuse muscular pain"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, thyroid disorder, myalgia, headache and fatigue outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation and thyroid disorder with essure. The reporter considered fatigue, headache and myalgia to be related to essure. The reporter commented: salpingectomy on left side showed integrity of the tube. Essure was removed on patient's request (medically necessary was not ticked by reporting physician) the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: fallopian tube perforation¿ analysis in the global safety database revealed 1088 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: physician returned questionnaire perforation with essure. Patient's initials and birth date added (50 years old). Patient visited on (B)(6) 2017 for thyroid disorders, diffuse muscular pain (both events already reported), and (new:) headaches and fatigue - (event "diverse disorders" was deleted). Essure was removed on patient's request (medically necessary was not ticked by reporting physician). No further information is expected. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.